Event description:
Reporter indicated that vns patient developed an infection at the pulse genrator pocket area approximately five months post generator replacement surgery. Both the lead and generator were explanted. The infection has reportedly resolved.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return: therefore, microbiological testing is not performed. Product analysis results will not be reported in the event that a device malfunction is noted that wold be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Sterilization prior to distribution was confirmed for the replacement pluse generator. B3. Date of event this date is estimated; only the year is known. Available infromation indicates that the infection developed sometime between 03-02-2006 and 04/15/2006.